Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed but the cause is unknown. Two photographs of a 3cg stylet inside a biohazard bag were returned for evaluation. Usage residue was seen on the stylet indicating that the wire had been used. A small, detached segment of the stylet was found in the lower corner of the bag. The segment consisted of the magnetic region of the wire and contained the distal tip. The detached segment appeared to retain a curved shape memory which may indicate a tortuous path during PICC insertion. Possible contributing factors for the break include complications during catheter placement; however, it was reported that the PICC was placed without resistance or issues. Another potential contributing factor includes extending the stylet past the end of the catheter. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ it is unknown if additional unknown factors contributed to this event. Although the break in the wire could be confirmed, the root cause could not be determined from the returned photos. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC placed with no resistance or issues, PICC placer. Once PICC was placed in proper caj the stylet was removed. It was noted the that end of the stylet was bent and looked like it was going to fall off. Placer placed the stylet on the tray and the end of the stylet fell off. The PICC team verbalized concern for stylet breaking off in patient."

Event description:
It was reported "PICC placed with no resistance or issues, PICC placer. Once PICC was placed in proper caj the stylet was removed. It was noted the that end of the stylet was bent and looked like it was going to fall off. Placer placed the stylet on the tray and the end of the stylet fell off. The PICC team verbalized concern for stylet breaking off in patient."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1521 showed no other similar product complaint(s) from this lot number.